Manufacturer narrative:
It was reported that this patient had a pocket revision on (B)(6) 2019. The ICD was moved to a new location. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient complained of ICD pocket pain, shoulder pain, and difficulty sleeping. The patient was diagnosed with ICD migration. A pocket revision is planned. (B)(4).